Event description:
A report was received that the patient was experiencing weakness in the legs. Computerized tomography (CT) imaging was taken and inconclusive. There was no evidence of hematoma and the physician was not sure if it was related to the device or procedure. The patient underwent an explant procedure. No device malfunction was suspected. It was also reported that the patient still had some weakness in the legs.

Manufacturer narrative:
Additional information was received from the physician that the patient claimed, following the implant procedure, she had been unable to walk or void, and suffers from pain all over her body. She had been immobile and confined to her bed for more than four months and for six months, she had to use a walker or wheel chair. In addition, she had to have constant care. She also states she had been admitted to the hospital and to a rehabilitation center. The patient was administered flomax for the void/bladder concerns.

Event description:
A report was received that the patient was experiencing weakness in the legs. Computerized tomography (CT) imaging was taken and was inconclusive. There was no evidence of hematoma. The physician stated the event was procedure related and not device related. The patient underwent an explant procedure. No device malfunction was suspected. It was also reported that the patient still had some weakness in the legs.

Manufacturer narrative:
Additional information was received that the physician believed the patient's leg weakness, inability to walk and issues with urination were due to the implant procedure and not due to the device.

Event description:
A report was received that the patient was experiencing weakness in the legs. Computerized tomography (CT) imaging was taken and was inconclusive. There was no evidence of hematoma. The physician stated the event was procedure related and not device related. The patient underwent an explant procedure. No device malfunction was suspected. It was also reported that the patient still had some weakness in the legs.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial#: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.